Event description:
The customer reported via phone call that his blood glucose was going low and the threshold suspend did not go off. Customer's blood glucose was 50 mg/dl. Customer's sensor glucose was reading around 30 points above his blood glucose. Customer declined troubleshooting because he stated that the sensor works more times than not. Customer feels that his blood glucose was just dropping too fast for the sensor to catch up with it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.